Manufacturer narrative:
The insulin pump was monitored for several days. The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery test. The insulin pump was received with normal operating currents. The device passed the self test and the unexpected restart error test. The insulin pump also passed the off no power test. The drive support cap was inspected and no anomaly was noted. The following physical damage was noted: minor scratches on the lcd window, cracked battery tube threads, and a cracked reservoir tube lip.

Event description:
The customer reported via phone call that her blood glucose this morning was 440 mg/dl, which she treated with a manual insulin injection. Troubleshooting was initiated and the customer stated that his drive support cap was protruded. The customer fell and the insulin pump fell to the ground. During the phone call the insulin pump then alarmed with failed battery test. Troubleshooting was initiated for the alarm. No damage was found to the battery compartment, battery cap contacts, and spring, and when a new battery was inserted into the insulin pump the device did not alarm failed battery test. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.